Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 91 days post implant this 32mm mitral annuloplasty ring, the ring was explanted and replaced with a 29mm non-medtronic mitral bioprosthetic valve due to severe mitral regurgitation caused by ruptured chordae tendineae. No additional adverse patient effects were reported.